Event description:
Pt reported a leaking port on a lap-band device. The pt stated that the "leak was confirmed by a barium study conducted by the implanting physician." The device remains implanted at this time.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned and remains implanted at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to returned the product for analysis, if it may be explanted. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of a leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 implants (32%). (Recorded as of december 2000, clinical study, 299 pts total)."